Event description:
Patient reported that prolene mesh was used for a pubovaginal sling. Two weeks postoperatively the patient developed pain and difficulty to urinate. Estroace was proscribed. In 2004, a repeat procedure was performed to repair "exposed mesh". Patient continues to experience pain and incontinence. They also state "their bladder is falling out".